Event description:
The customer reported that the device was not sealing and no energy delivery was evident. However, the client did report hearing a tone during use. Another device was used to complete the procedure without incident.

Manufacturer narrative:
Date of initial report : 06/01/2009. The incident device was plugged into a plug dot pattern recognition fixture and passed. The instrument was activated on a saline soaked towel with acceptable results. The connector plug was inserted multiple times and was found to function properly. The cause of the reported event could not be verified or determined.